Event description:
It was reported that the patient had the inflatable penile prosthesis revised for a minor repair. No components were removed or replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. He ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leak was found upon inspection. The pump kink resistant tubing (krt) with window quick connector was trimmed down to the appropriated length prior to functional testing. The pump was functionally tested and did not pass activation testing. Product analysis was unable to confirm the reported event related to erosion but was able to confirm a pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised for a minor repair. The pump was removed due to erosion. No further patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised for a minor repair. The pump was removed due to erosion. No further patient complications were reported.